Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, the legs were crossed. A catheter was used to untangle the legs and the filter remains implanted in a good position. No pt injury was reported.